Event description:
It was reported that during a ptca procedure, two stents were implanted to treat a lesion in the proximal left anterior descending. A dissection occurred in the area of the distal stent. Another company's stent was placed to treat the dissection.